Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak outside the body was confirmed, and the cause is determined to be use-related. The device returned consisted of components of a s/l groshong PICC: 2 catheter segments and 1 proximal connector, with no distal connector sleeve. Visual observation found the catheter in two pieces, with the smallest being the proximal. The longer distal section appeared to fit directly with the smaller segment. A large amount of residue was found within the lumen on both segments of the catheter. A straight and transverse hole was found in the proximal catheter segment between the 51-cm and 52-cm depth marks. When compared to the cannula of the proximal connector, it was found that the hole in the catheter would correspond roughly with the end of the cannula if the catheter were fully placed on the cannula. Functional testing found that some infusion at least was possible through both catheter segments, and that a leak developed at the hole already noted. Tactual evaluation found significant tensile weakness in the area of the hole and dried use residue within the catheter segments. Microscopic evaluation found the end of the cannula to be rounded and not sharp. The hole on the inside of the lumen was found to have rounded edges. The wall thickness of the catheter was measured and not found to be out of specification. The placement and appearance of the hole, as well as the tensile weakness of the catheter in that area, suggest it was created by tension of the catheter against the cannula tip within the locking mechanism. The following IFU contents may be of assistance; ¿attach suture wings. If the single or dual lumen catheter is not inserted to the bifurcation/connector; remove the suture wing from the delivery card. Squeeze the suture wing together so that it splits open. Place the suture wing around the catheter near the venipuncture site. Apply statlock* stabilization device to the suture wing and secure to skin. B. If the catheter is inserted to the bifurcation/connector; apply statlock* stabilization device to the catheter and secure to skin. Caution to minimize the risk of catheter breakage and embolization, the suture wing, ¿y¿ adapter, and/or connector must be secured in place. See step 18.¿ section 18 describes visually the proper securement technique for the catheter, and section 15 describes the appropriate technique for attaching the connector to single lumen catheters.

Event description:
It was reported the catheter leaked external to the patient. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the catheter leaked external to the patient. No patient injury was reported.